Event description:
Customer reported when the sensor is plugged into the sensor outlet, it does not have a tight fit. Customer did not provide the date when the issue was identified. No patient incident or injury was reported.

Manufacturer narrative:
Results - evaluation of the returned product did not confirm the reported issue; the sensor outlet (rj-11) has a secure fit. However, the battery springs inside the battery compartment are bent. The unit powers on, when the sensor was in use and weight was on it, the alarm sounded continuously. When the sensor was unplugged then plugged back in, the sensor function and when pressed do not put the unit on hold. (B)(4).